Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) reached battery capacity depleted. About 6 months ago, the longevity remaining was estimated to be one year. About 3 months ago, the longevity remaining was estimated to be six months. The healthcare professional questioned why the battery depleted faster than initially estimated. Technical services discussed without more information, the exact cause remains unknown. At this time, this ICD remains in service and there were no adverse patient effects reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.